Event description:
According to the event description: an infuser ran over 14 hours instead of 24 hours. Patient had loose stools, which could potentially be due to the drug being administered too fast, or could be a side effect from other medication they are taking.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the DHR for batch 24g21ged42, there was no defect encountered during in process and final control inspection. No sample and no picture was received for further investigation. Investigation results: final control flow rate report of affected batch 24g21ged42 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between (B)(4). As no complaint sample was received, further investigation was not possible. There are some possibilities that can cause the sample to empty faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1: temperature the flow restrictor is calibrated at 31°c due it is approximately the temperature that arms will be. The flow restrictor might vary according to the fixing body position (and temperature of that body part). These products can be used for different therapies so it#s impossible to calibrate it for two or three different temperatures at the same time. The temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10 ml/hr to 11.8 ml/hr. Factor 2: folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Conclusion: as no complaint sample was received, further investigation was not possible. Therefore, this complaint is considered as not confirmed.